Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to recurrent infection. The physician had difficulty removing the lead so this lead was cut. The lead was surgically abandoned. There were no additional adverse patient effects reported.